Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 24 x 3.00 promus premier drug-eluting stent was selected for use. However, after unpacking, it was noticed that the tip of the stent struts was lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 24 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The distal end struts were lifted and pulled distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 24 x 3.00 promus premier drug-eluting stent was selected for use. However, after unpacking, it was noticed that the tip of the stent struts was lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.